Event description:
The patient was assaulted which resulted in a non-functioning device. The patient had no stimulation sensation. X-ray in 2007 revealed that the lead was correctly placed. The device was replaced. Any further details are unknown; the patient transferred physicians the same month.